Event description:
Same case as MDR ID # 2134265-2013-03153 and 2134265-2013-03157. It was reported that during percutaneous transluminal coronary angioplasty (ptca), failure of autopullback occured. While using an ilab cart system 240v, the physician selected a bsc coronary imaging catheter and assy sled pullback single pack md5. During the procedure, the motor drive unit failed to produce an image and unable to performed autopullback properly. The procedure outcome was successful.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).